Event description:
Caller alleged discrepant inratio results. Results as follows: patient 3: date: (B)(6) 2011; inratio: 1.9 inr; lab: 100 (pt). Date: (B)(6) 2011; lab: 50 (pt). Sample from (B)(6) was obtained using drop from butterfly needle used to collect venous sample for lab test. Pt had blood in their urine. Inr was too high to measure on the doctor's poc meter and customer's lab analyzer. Pt given vitamin k in the hospital. Only pt results were supplied from the lab; inr not provided. Pt was on prilosec and customer believes that this interacted with coumadin to cause a high inr. Other medical history/medications were not provided.

Manufacturer narrative:
Investigation pending.